Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. It was also reported that occlusion alarms occurred. Lastly, it was reported that the insulin gauge was inaccurate. The customer's blood glucose was 170 mg/dl. Reportedly, a new cartridge was loaded, and insulin delivery was resumed.